Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a 76 white female patient had impella cp pump inserted in the left femoral artery (lfa). The patient had left leg limb ischemia, the pump was surgically removed by a vascular surgeon via cut down/repair and a new device was inserted in the right axillary.